Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power alarm or low battery alarm was noted. The insulin pump passed the reset error test with no alarm. The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was stuck on a motor error alarm that occurred during the bolus or basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder alarm could be confirmed due to an overwritten history file. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump will alarm motor error every time customer tried to fill the cannula or bolus. Customer stated the insulin pump also cleared her settings and alarmed power off. Customer was just sitting in the hospital because her father had surgery. Customer's father also uses the insulin pump but his device is working fine. Customer's blood glucose was 220 mg/dl. The device had an off no power alarm and motor position encoder error alarm in the history file. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.